Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The distributor reported that the outer metallic layer of all three reamers got bent and bulged to out side. A pt was involved and the surgeon changed the reamer and continued the procedure.